Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. In this case, since the device was not returned for analysis, a definitive cause for the reported deflation issue could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery. A 3.75x8mm nc trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was not prepped outside the anatomy prior to use. The bdc was advanced to perform post dilatation, the balloon was inflated once up to 14 atmospheres and the lesion was treated. An attempt was made to deflate the balloon and the balloon would not deflate. Reportedly it took 2 minutes for the balloon to completely deflate. Ultimately the bdc was removed fully deflated. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.